Manufacturer narrative:
External visual inspection determined there were no signs of any physical damage. There were no discrepancies encountered in the internal inspection of the cycler. A simulated treatment was performed and the pneumatic tubing line to the main pressure reservoir had become disconnected. After reconnecting the disconnected tubing, two simulated treatments were performed using the received cycler, and there were no alarms or problems that occurred during testing. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
The pt's medical records were received and a clinical investigation was completed. Based on the 27 pages of medical records info it appears that on (B)(6) 2015 the pt was admitted the hospital and diagnosed with nstemi. In additional, the pt was found to have pleural effusion. According to the peritoneal dialysis registered nurse, the pt was completing treatment at the time of his myocardial infarction. Pt did not exhibit chest pain but , had been short of breath for approximately a week before hospitalization. The shortness of breath was the reason pt presented to the ER. According to the physician notes, the pt's troponin level was artifically elevated due to the pt's congestive heart failure with renal failure. There is no documentation in the medical record that indicates there is a causal relationship between the pt's liberty cycler and the pt's myocardial infarction. Pt had been experiencing symptoms for days prior to the hospitalization. A supplemental report will be submitted upon completion of plant's investigation. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a pt experienced a myocardial infarction (mi) and was subsequently hospitalized. The pt was completing pd treatment at the time of his mi. The pt's medical records revealed the pt is an (B)(6) old male who presented to the emergency room on (B)(6) 2015. The pt felt sick approximately one week prior to the hospitalization. Pt has been put on zithromax prior to hospitalization but progressively got short of breath and more fatigued. Pt was instructed by the pd clinic to go to the ER. The pt was diagnosed and admitted into the hospital with a primary diagnosis of non st-segment elevation myocardial infarction (sntemi) and started on a heparin drip. The pt had a secondary diagnosis of healthcare associated pneumonia and pleural effusion. It was determined that the pt was in fluid overload that led to congestive heart failure. The pt continued pd treatment. During his hospitalization, the pt continued to have wheezing and a productive cough of yellow sputum.